Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During in situ measurements with and without pressure applying to the coil, the user reported shocking sensation in the tongue. Further technical checks or medical intervention is currently unknown.

Manufacturer narrative:
Additional information: according to the received information from the field, in situ measurements show fluctuating and increased impedances. A possible cause for the impedance fluctuations could be due to physiological changes in the cochlea caused by the reported ossification. In addition, a complete insertion of the electrode array could not be achieved at implantation surgery. Further, the recipient experienced shocking sensations in the tongue whilst performing in situ measurements due to undetermined reasons. A contribution of the extra-cochlear channels cannot be excluded. However, to determine an exact root cause a device investigation of the explanted device is necessary. No information on possible further steps has been received.

Event description:
During in situ measurements with and without pressure applying to the coil, the user reported shocking sensation in the tongue since activation. As per clinical support, the extra-cochlear channels will be stimulated during in situ measurements, which could lead to stimulation of the tissue in the middle ear. Furthermore, in situ measurements do not show clear wire breakages, thus the elevated impedances might be due physiological changes in the cochlea i.e. Reported ossification. Further technical checks or medical intervention is currently unknown.